Manufacturer narrative:
The patient is (B)(6) in height. An event regarding crack/fracture involving a ceramic head was reported. The event was confirmed. Method and results: device evaluation and results: visual inspection was performed as part of the material analysis report (mar). "The returned devices are shown in figures 1 and 2. The femoral head was returned in two halves, fractured longitudinally through the taper. A small fragment was also returned. Optical inspection was performed with the aid of a stereomicroscope at magnifications up to 50x. The fracture surfaces are shown in figures 3 and 4. An image of the small fragment is shown in figure 5. This type of longitudinal fracture pattern is created by hoop stresses caused by the wedge effect of the stem trunnion. The fracture surfaces were substantially damaged by postfracture edge chipping, obscuring the location of fracture origin. Asymmetrical patterns of the metal transfer on the taper from the stem trunnion were observed (figures 3 and 4). This suggests that the head may not have been properly seated on the trunnion, creating high contact stresses and potentially resulting in fracture." The mar concluded that: "the femoral head fractured longitudinally through the taper. The asymmetrical metal transfer patterns on the taper suggest that the head may not have been properly seated on the stem trunnion, a condition that could result in high contact stresses and fracture. Scratching damages were observed on the uhmwpe acetabular insert. No material or manufacturing damages were observed on the device features evaluated." Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: "the primary surgery report mentions some issues with obtaining adequate joint stability with initially impingement and dislocations causing problems but ultimately good joint range of motion without impingement and dislocation tendency was obtained with the 36-mm/+7.5 biolox head and a lipped liner. So, we may assume that no impingement was present in the arthroplasty after this. Also the x-rays show adequate component position without any issues of procedure-related origins. From the patient perspective also no issues. The only evidence for a problem in the ceramic head comes from the mar that indicates there was possibly incorrect seating of the ceramic head on the trunnion, something that obviously causes gross overload in the taper junction easily being able to cause a head fracture. Could be compatible with the early occurrence of the fracture within 4-months of implantation. I have nothing to add to this mar finding from the available information. As such, the mentioned taper seating problem remains the only issue present and is obviously of procedure-related origin if the evidence in the mar is strong enough, I cannot find any other potential contributing factors in the available information." Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: a material analysis was performed and concluded that "no material or manufacturing damages were observed on the device features evaluated." The exact cause of the event could not be determined; however, "the asymmetrical metal transfer patterns on the taper suggest that the head may not have been properly seated on the stem trunnion, a condition that could result in high contact stresses and fracture".

Event description:
It is reported by surgeon of the hospital, that the biolox-delta-head (article 6570-0-736 36mm diameter + 7,5mm) was broken, after 4 months since implantation.

Event description:
It is reported by surgeon of the hospital, that the biolox-delta-head (article 6570-0-736 36mm diameter + 7,5mm) was broken, after 4 months since implantation.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.